Event description:
Per independent repair center statement the unit is alarming or red light. The key failure was the 4-way valve was contaminated with a foreign substance. Additional malfunctions include the sieve beds were contaminated with a foreign substance, and the smart pack was dirty.